Event description:
The consumer reported her thermometer was reading several degrees low. The low readings on the thermometer caused a delay in medical attention. The child was admitted to the hospital for 5 days, she feels this would not have been necessary if the thermometer had been reading accurately.